Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced persistent low glucose alerts and confirmed a fingerstick of 64 mg/dl after ingesting a large amount of root beer to treat an earlier low, which caused a brief high blood glucose reported at 199 mg/dl ,followed by recurrent low glucose; education was provided on using small amounts of fast-acting carbohydrates and rechecking in 15 minutes, with the event managed while using the ilet and oral glucose. No adverse clinical symptoms associated with hypoglycemia with a transient episode of hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.